Manufacturer narrative:
Taper I. The prod associated with this report has not yet been returned to allergan. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper I. The rptr of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "weight gain after several yrs. No leakage seen with contrast on connector. Exploration laparoscopically showed leak on tubing inside."